Manufacturer narrative:
Reporter is a synthes employee. Part number: sd900.231. Lot #: mu21-kec-nih. DHR was performed by materialise and the device met specifications. There were no nc identified in the DHR of this case. Investigation summary: the device was not received. A manufacturing investigation was conducted by legal manufacturer: materialise based on the available product and patient information. Design & production review: during the investigation the model design and production step will be reviewed. The model was designed in line with the instructions. The model was reproduced to identify the warp at the exact stage. It can be seen that during heat treatment the model warped. After the heating step it could be seen that support bar was distorted. An alternative model was designed and treated with same production step as the original model. No issues were identified as the alternative design prevents the distortion. Conclusion: the complaint condition can be confirmed for planned outcome model mandible, clear (part no: sd900.231 lot: mu21-kec-nih) at model was distorted. The combination of the design and heat treatment led to distortion. The depuy synthes nr was opened to further evaluate the issue that caused the complaint condition. Any further action will be determined under the nr. Additionally, the legal manufacturer: materialise will update the instructions to take into account the improved design. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the planned model (3d printed model) was not printed correctly and was found the day before surgery. There was no patient involvement. This report is for (1) planned model, mandible, clear this is report 1 of 1 for (B)(4).